Event description:
A user facility reported that they attempted to use the subject device to stop bleeding, however, when the physician extended the sheath of the clip fixing device, the clip was noted to be missing. A nurse present at the time of the event reported that it was determined that the clip did not fall into the pt. The procedure was completed with a similar device from another MFR. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed that user's report of missing clip. However, upon closer examination, the hook which holds the clip was found to be stretched, which is consistent with the way a hook would appear after the clip was fired. Additionally, it was noted the slider handle would not move the hook on the distal end. The handle was disassembled, and the assembly inside the handle was found to be misaligned preventing, the handle from moving the hook. The inner assembly appeared to have been misaligned when excessive force was applied to the slider and handle. The cause of the user's experience cannot be conclusively determined; however, user error cannot be ruled out as a contributing factor. This report is being submitted as an MDR in an abundance of caution.